Event description:
The customer reported the images are distorted and technique tracks to maximum. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the camera video cable. System operates as intended. (B) (4).